Manufacturer narrative:
H3: analysis of the lead and stylet (lot#: 60561326) revealed that the electrode at the distal end of the lead was bent. Continuation of d10: product ID: 306001, lot# 60561326, product type: screening device. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown/(B)(6), ubd: 20-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) regarding an external neurostimulator (ens) for unknown use for indication. It was reported that while the patient were going/trying to insert the lead into the foramen needle they discovered it was bent. Troubleshooting was performed. They reported that they evaluated the lead. The cause was not known. Additional information was received from the manufacturer representative (rep). It was reported that no one could say if the lead came out of the box bent. It was noticed while trying to insert it into the foramen needle.